Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, while suturing with the mega suturecut needle driver instrument, the customer heard a "pop." The surgeon visually observed the cable of the instrument had broken, and tiny fragments broke off and fell inside the patient. The instrument was immediately removed from the field. The fragments were retrieved during the same surgical procedure using a backup instrument. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.